Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138371 the allegation is against 1 of 2 anchors; however, it is unknown which anchor; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 8207290 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2024-01200. Related manufacturer reference number:1627487-2024-00809. Additional information indicates surgical intervention was undertaken on 2 february 2024 wherein the ipg was repositioned, and a lead and anchor were explanted and replaced to address the issue. It was noted during the procedure that the lead had migrated out of the epidural space due to the fragmentation of the anchor. It is unknown which lead migrated or which anchor fragmented.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following significant weight loss, the patient experienced discomfort at the ipg site due to the ipg moving around in the pocket. As a result, surgical intervention may be undertaken in the future.